Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the compressor was replaced. If any further information is submitted, the investigation will be reopened and processed accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block(B)(6)

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) overheated and turned itself off. There was no patient injury reported.